Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 775 mg/dl. Customer was hospitalized due to high blood glucose and ketones. Customer was hospitalized for two to three days and was treated with manual injections. Customer was off of insulin pump for six hours prior to hospitalization. Troubleshooting was performed to test equipment. During troubleshooting alarm history showed excessive no delivery alarms. When customer removed infusion set, it was found that cannula was bent. Insulin pump passed high pressure test and customer was advised that insulin pump was working as designed. Customer was advised to change infusion set, reservoir and insulin. No further information provided.